Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the infusion set cannula was bent. The customer also had high blood glucose level of 563 mg/dl. The product was not returned for analysis.